Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 25 to 39 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer used sugar and was given glucose to treat. The customer experienced symptoms such as lethargy, difficulty breathing, and incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer had used a syringe to fill the reservoir from an insulin pen. The insulin pump will not be returned for analysis.